Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 68 (trace pointers are invalid.) And the customer received pump error 49 (history pointers failed. The history pointers are corrupted.) (Twice), causing the pump to turn off and disconnect all devices. The event involved product(s) mmt-1884,mmt-6101 and mmt-7333. Troubleshooting was performed and the alarms occurred during basal delivery. The customer was able to clear the alarms, complete a rewind, and successfully perform a fill cannula and self test. The error table did not indicate the pump needed replacement. A loss of connection between the pump and mobile device (minimed mobile app 3.1.1) was resolved by re-pairing. Login assistance to carelink was also provided and successful. Customer reported receiving a battery failed alarm. No further patient complications were reported. No product replacement or return was required. Mmt-6101 and mmt-7333 were physical devices not expected to return. Mmt-1884 was not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.